Manufacturer narrative:
A ge service representative performed an onsite investigation. Therefore the issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not saving cine runs. There is no report of patient injury or death.